Manufacturer narrative:
Analysis noted that the battery drawer, the main printed circuit board (pcb), and the upper case were all contaminated. The epg passed all incoming testing. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.